Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the cartridge and resumed insulin therapy, and changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer is wearing the infusion set for 2-3 days, and removing the cartridge air with the cartridge upside down. Tandem clinical support informed customer that wearing the infusion set for 2-3 days, and removing the cartridge air with the cartridge upside down, is off label per the user guide. Customer's blood glucose level was 154-309 mg/dl.